Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
This is a complaint about vial rubber stopper falls off. When optima 515060 was attached to takada bendamustine 25 mg, the vial stopper fell into the vial. No assembly fixtures are used.

Manufacturer narrative:
H11. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
This is a complaint about vial rubber stopper falls off. When optima 515060 was attached to takada bendamustine 25 mg, the vial stopper fell into the vial.

Event description:
No additional information.

Manufacturer narrative:
Follow up for correction. Annex a code updated.